Manufacturer narrative:
As of this filing, the "used/damaged" 4.5mmx19cm hps pre-bent polishing bur has been returned from the user facility for evaluation on 11-oct-2016. The investigation remains in progress. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The user facility reported that during use of the 4.5mm x 19cm hps pre-bent polishing bur in a hip arthroscopy procedure, the "end of the bur came off" in the patient's hip. The broken piece was safely removed from the hip space with no problems noted. Using another shaver bur, the procedure was completed with no further complications or patient injury. Other than a 45-minute delay reported, the (B)(6), male patient was discharged as per routine procedure for this type of surgery. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
One (1) used/damaged bur was returned to conmed for evaluation on 11-oct-2016. Visual inspection of the returned bur by the r&d engineer found the shaver bur was returned without the bur tip, spring and spring retainer. The returned components were examined and measurement of the outer tube along with a "flared distal end" shape gave an indication that the returned components were not from a 4.5mm prebent polishing bur, but instead these characteristics indicate that the outer assembly came from a 5.5mm x 19cm hps prebent polishing bur (hps-hb12). Despite multiple attempts to follow-up with the user facility, to date no additional confirmation or clarification received in regards to the actual device used in this reported incident. Nonetheless, the incorrectly reported item # does not affect the following findings: examination of the inner sleeve where the bur tip detached at approximately 20x magnification shows that the bur tip was welded and that failure occurred through the weld joint of the bur shank and sleeve. This indicates that the weld was in place prior to use. The outer sheath shows extreme wear from contact between the rotating bur tip and outer sheath. The inner bushing shows slight damage from detached bur tip with no other obvious non-conformances. The bearing was also confirmed to be the correct component. Wear markings on the inner hub indicates that the inner hub contacted the inner surface of the handpiece while it was rotating. The engineering report concluded that without the bur tip the analysis cannot be completed. However, based on the evidence and the overall findings, it appears the surgeon applied excessive lateral loading during use which caused the bur tip to deflect into the outer sheath. The excessive load initiated by the hood contact created a fatigue failure of the laser weld connection of the bur tip and eventual detachment. The provided lot #734624 for the alleged 4.5mm polishing bur was manufactured on 28-apr-2016. A review of the device history record for this lot found no noted of discrepancies during the manufacturing process that could have could or contributed to reported breakage. Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device family shows there (B)(4). To date, there have been no serious injuries or death related to the reported breakage or the use of the device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: - always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. - always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. - do not use burs for plunge cutting. Damage or injury may occur. - do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. - direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary.